Event description:
It was reported that t:slim x2 pump battery would not charge, and customer saw a power source alert even though charging cable, wall adapter, and outlet were all confirmed to be in use and working. There was no adverse impact to the customer's blood glucose level. Customer followed instructions to leave wall adapter plugged into a working outlet for at least 30 minutes, and during follow-up pump was confirmed to be charging again using original supplies.